Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that an iris burn was observed while using an active sentry handpiece supported with phaco emulsification tip (phaco tip) during performing the phaco mode of a dense grade four cataract surgery (with intra ocular lens implantation) with incision size of normal 2.4 millimeter (mm). It was suspected that either the sleeve was not protecting from thermal injury or the shaft of tip was having contact with the iris cause the burn. There was a mild iris defect but no impact to the patient. There was no surgical or medical intervention required. Additional information was requested. This report pertains to handpiece involved in reported events.

Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report. Therefore, the condition of the product could not be verified. Clinical information review: this customer noticed an iris burn when doing a dense cataract, using the active sentry hand piece· nothing has changed with technique or incision size of 2·4 millimeter· there was no reported patient harm or injury· the surgeon stated they were ¿doing a 4+ grade cataract with a cumulative dispersive energy (cde) of roughly 68· a questionnaire was completed by the surgeon which states the following: was the scheduled procedure completed, yes. Was the system occlusion tone heard: no more than usual. Event occurred during phacoemulsification. During used of a ¿new active sentry handpiece.¿ either the sleeve was not protecting from thermal injury or the shaft of balance tip having contact with the iris, may have resulted in the iris burn. There were no sutures used on this case. Thermal injuries are typically related to excessive heat generated by the phacoemulsification tip due to insufficient aspiration flow, extended energy application, or combination of both. The operator's manual provides feedback on these types of reported events. ¿tip should not touch any solid object while in operation. Immediately following surgery, the handpiece must be thoroughly cleaned. Be sure handpiece connector is completely dry before connecting it to console. For cleaning and sterilization procedures, see the directions for use (dfu) supplied with the handpiece. If in the medical opinion of the physician a patient with a prion related disease undergoes a high-risk procedure, the instrument should be destroyed. Use of a phacoemulsification handpiece in the absence of irrigation flow and/or in the presence of reduced or lost aspiration flow and/or sideways orientation of the tips can cause excessive heating and potential thermal injury to adjacent eye tissues. Appropriate use of system parameters and accessories is important for successful procedures. Use of low vacuum limits, low flow rates, low bottle heights, high power settings, extended power usage, power usage during occlusion conditions (beeping tones), failure to sufficiently aspirate viscoelastic prior to using power, excessively tight incisions, and combinations of the above actions may result in significant temperature increases at incision site and inside the eye, and lead to severe thermal eye tissue damage. Use of an ultrasonic handpiece other than a torsional or active sentry (as) handpiece, or use of a handpiece repaired without company authorization, is not permitted, and may result in patient injury, including potential shock hazard to patient and/or operator. The ultrasonic tips supplied in the system pack are only to be used on a torsional handpiece. Each ultrasonic tip is intended to be used only once per case and then disposed of according to local governing ordinances. Mismatching ultrasonic tips and infusion sleeves may create potentially hazardous fluidic imbalances. Directing energy toward non-lens material, such as iris or capsule, may cause mechanical and/or thermal tissue damage. Perform visual inspection of accessories for burs or bent tips prior to use. Use of appropriate technique and settings is important to minimize fragments and turbulence. The phacoemulsification occlusion bell indicates no aspiration flow. Use of high phacoemulsification settings and/or prolonged use may lead to thermal injury. Use of the phacoemulsification handpiece in the absence of irrigation flow and/or in the presence of reduced or lost aspiration flow can cause excessive heating and potential thermal injury to adjacent eye tissues. In the event of a persistent loss of aspiration during the application of phacoemulsification power, remove phacoemulsification power via footswitch control. Clinical evaluation has been reviewed. Potential contributing factor has been identified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The photo attached to the complaint was reviewed by the manufacturing site. The photo shows an eye- there was opaque iris tissue visible in the three (3) o¿clock position, white/gray is the iris injury. Reported issue cannot be confirmed from photo. The attached clinical information review confirms the iris burn/damage and sleeve not protecting from thermal injury. However, because a sample was not returned and the root cause for the customer complaint issue cannot be determined. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. A sample was not received at the investigation site, and no lot information is available. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.